Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that there was material in the air/water cylinder, however the material and composition of the material remained in the device could not be identified. No adverse events were occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside air/water cylinder, the adhesive on the bending section cover, and the auxiliary jet channel along with plastic distal end cover burnt. There were no reports of patient involvement.